Manufacturer narrative:
G4: 22jan2020. B4: (B)(6) 2020. The device was evaluated by the field service engineer and the reported issue was confirmed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The field service engineer replaced the lithium ion battery to address the issue. The issue was resolved and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30dec2019.

Event description:
The customer reported a ventilator with a battery that could not be charged. There was no patient involvement or harm.